Event description:
As reported to coloplast, though not verified, tubing was leaking. No other adverse patient effects were reported.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. Partial separations, surrounded by abrasion, were noted on the inlet tube of the pump. These were not sites of leakage. A separation was noted on the longer exhaust tube of the pump at the strain relief junction. This is a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. A failure of the back pressure test was noted with the pump as the balls in the pump failed to seat properly. Additional observation of the pump by r & d product support manager was performed. It was determined that foreign material, such as tissue, was noted in the spring/ball and seat component of the pump. Abrasion was noted on the exhaust tube of cylinder 1. A partial separation was noted on the exhaust tube of cylinder 1, at the strain relief junction. This was not a site of leakage. A partial separation was noted on the exhaust tube of cylinder 2, at the strain relief junction. This was not a site of leakage. No functional abnormalities were noted with cylinder 1 or cylinder 2. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the longer exhaust tubing at the strain relief junction. A separation of this type would then allow the loss of fluid, making the device inoperable. The r & d product support manager reviewed the returned pump. During this review, it was concluded that the foreign material noted in the spring/ball and seat component of the pump resulted in the failure of the back pressure testing. Because these components were released according to manufacturing and quality control procedures, it was concluded that the foreign material observed most likely entered the system after the separation in the pump exhaust tubing occurred. Failure of this test was not associated with the cause of the reported device malfunction. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.